Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 515 mg/dl at the time of the event and reported a sensor glucose vs blood glucose difference. The customer received a sensor updating alert. The customer reported hyperglycemia treated with insulin pump. The event involved products mmt-7040a, mmt-1884, unomedical, mmt-332a. Troubleshooting was performed for sensor glucose vs blood glucose and customer declined for the hyperglycemia. It was unknown whether the customer used the insulin pump system within 48 hours of the reported event. It was unknown whether the auto mode feature was active at the time of the event or not. It was found that the blood glucose value was 515 mg/dl and the sensor glucose value was 250 mg/dl at the time of the event and the difference was greater then 30%. The insulin delivery was not suspended due to sensor glucose vs blood glucose difference. No further patient complications were reported. It was unknown whether the customer will continue use of the device. No product return is required for mmt-7040a. No product return is required for mmt-1884. No product return is required for unomedical. No product return is required for mmt-332a.